Event description:
The reporter stated they have been having a problem with the aq cartridge-fp tearing the aq silicone three piece lenses.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (Other): cartridges not returned. Evaluation codes: method - (other): cartridge lot number search. Results - (other): a cartridge lot number search was performed and no similar complaints were found. Conclusions - (no conclusion can be drawn): based on the complaint history and lot number search, a specific root cause of the event could not be determined. (B)(4). Other text: cartridges not returned.

Manufacturer narrative:
Evaluation conclusions: based on the complaint history, lot number search, device history record review and the evaluation of the returned product, the most likely root cause of the lens tearing in the funnel of the cartridge may be surgeon technique and/or damage to the cartridge and/or lens at the facility. (B)(4).

Manufacturer narrative:
Evaluation method: device history record review. Results: a review of the device history record was performed and nothing in the manufacturing process of the cartridge was found to be the root cause of the complaint. A product evaluation was performed on the returned product , the cartridge the complainant reported as defective was not returned. However, twenty cartridges from the same lot number were returned unopened. The cartridges were inspected under 10x microscope and no defects were found. The cartridges were force tested using various lenses and injector models. All lenses injected smoothly and there were no lens tears. Conclusions - (no conclusion can be drawn): based on the complaint history, lot number search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).